Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256, lot# 082217117a, implanted: (B)(6) 2017, product type: accessory. Product ID: 3389-40, lot# 0213932911, product type: lead. Analysis of the model 082217117a, stimloc screw found the thread was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw was not sharp enough to penetrate the patient's skull. There were no external or environmental factors that led to the event. The screw was changed. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3007566237-2017-05327 for details pertaining to the reportable related event.]